Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working and they received no delivery alarm multiple times. The customer's blood glucose at the time of incident was 200 mg/dl and 176 mg/dl and treated it with syringe. The customer reported that the no delivery alarm was unresolved and customer had tried all remedies. The insulin pump will be returned for analysis.